Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported potassium chloride 10 meq/100 ml d5w was programmed to infuse as a secondary at 50 ml/hr. The patient received doses at 2156 and 2346 on (B)(6) 2016, and at 0233 on (B)(6); with each infusion the patient had corresponding ventricular arrhythmias. When the primary bag was changed at 0830 on (B)(6) 2016, it was noted that the secondary tubing was connected to a y-site below the module, bypassing the pump. Although requested no other patient or event details were provided.